Event description:
Boston scientific received information that this system was explanted secondary to severe bacterial endocarditis. The patient is intubated and experiencing monomorphic ventricular tachycardia (mvt). It is unknown if a replacement device will be implanted in this patient.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.